Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had an infected device and will be explanted. There were no additional adverse patient effects reported. All available information indicates that the ICD remains in service.

Event description:
Additional information indicates that the patient's implantable cardioverter defibrillator (ICD) was explanted due to infection. There were no additional adverse patient effects reported. The ICD is no longer in service.